Event description:
The customer reported via phone call that the insulin pump had a blank display even when new batteries were inserted. During troubleshooting, the customer stated that the edges of the battery cap were worn. The customer confirmed that has used a key to open the battery compartment. Blood glucose level ranged from the high 100 to low 200 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. Unable to verify the battery cap damage due to pump being received without the original battery cap. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.